Manufacturer narrative:
Device history review: manufacturing date: august 24, 2012 a non-conformance report was written for the "etch being hard to read and brown film rings around etch area" on three (3) of the (B)(4) parts inspected. The three nonconforming parts were returned to supplier and only the (B)(4) conforming parts were accepted. A second non-conformance report was written for two (2) items. Item 1: "product to be etched with ce. C is missing from etch." Item 2: "p.o. Receipt has (B)(4) as supplier. Traveler has (B)(4) as supplier at op 10." The one non-conforming part for item 1 was returned to the supplier and the supplier was contacted and corrected documentation for item 2. Only the (B)(4) conforming parts were accepted. These non-conformances are not relevant to the complaint because the complaint condition for 03.632.036 was that it had a "nick," which has no relevance to a missing ce etch or documentation issues. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Product investigation summary: two matrix long holding sleeves (part 03.632.036 / lot 6923525 and 6778549) were returned with nicked/damaged distal threaded tips. A definitive root cause was unable to be determined; however, over-threading the sleeve into the screw head or fighting muscle during placement of the screw could have caused the damage on the threads. Replication of the complaint condition is not applicable and the complaint is confirmed. The holding sleeves are used in the matrix spine system for screw insertion with an appropriate driver. Drawings for the sleeves were reviewed during the evaluation. A change order was implemented to address the failure mode of the thread tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned instruments were manufactured in december, 2011 and august, 2012, after these changes were applied. As noted in the complaint description, the surgeon was fighting muscle while placing the screw and tried to thread the holding sleeve further into the screw head. This could have caused the damage seen on the tip of the sleeve. The device history record review showed that there were no issues with the manufacturing of the product that would contribute to the complaint condition. A definitive root cause was unable to be determined; however, over-threading the sleeve into the screw head or fighting muscle during placement of the screw could have caused the damage on the threads. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon had an l3-l5 transforaminal lumbar interbody fusion case. When it came time to place screws, the surgeon was fighting muscle to place the screw. He took the matrix long holding sleeve and tried to thread it on the screw head again to advance the screw further. During this attempt notches in the threads occurred. The technician noticed it when she tried to load the following screw. Once noticed, the holding sleeve was placed on the back table and not used for the remainder of the case. The patient was unharmed. On the following few screws, the technician noticed that the threads on the backup matrix long holding sleeve were also nicked. It is unknown when this occurred to the instrument. The case was completed successfully using a backup instrument. The patient was unharmed in the event of the damaged instruments. This is report 2 of 2 for (B)(4).